Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.. The reported problem (does not recognize therapy electrode connection) was confirmed. As received, the monitor failed to execute a baseline ECG recording. Upon evaluation, the r781 resistor was open. The cause of the inability to recognize a therapy electrode connection is the open resistor. The root cause of the open resistor could not be positively identified but the damage is consistent with external defibrillation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it would not recognize a therapy electrode connection.